Event description:
By the end of of the procedure, the implant in the tunnel sheared off and fixation was lost. Tibial hardware and graft had to be removed and surgeon re-did femoral tunnel to complete. Additional information indicates the surgeon admitted he had made the femoral tunnel too anterior. When he hyperflexed the knee at the end of the procedure, the part of the implant in the tunnel sheared off and fixation was lost. Surgeon removed the tibial hardware and the graft and re-did the femoral tunnel more posterior to complete the procedure. Surgery extended over 30 minutes. This device is used for treatment.